Manufacturer narrative:
Additional narrative: patient weight is unknown. Date of postoperative blade protrusion and migration is unknown. Additional product codes for this report include hwc. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device has been discarded by facility; device is not available for return. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a helical blade construct of the right hip on (B)(6) 2015. Subsequently, the helical blade had protruded through the femoral head instead of collapsing. The patient was returned to the operating room for hardware removal on (B)(6) 2015 due to reports of implant pain at the joint. No additional surgical or medical intervention was required. The procedure was successfully completed with no surgical time delay. The patient¿s status is reported as ¿good.¿ this report is 2 of 3 for (B)(4).